Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-07926. Related manufacturer reference number: 2017865-2021-07927. It was reported that the patient presented in clinic upon developing bacteremia. The patient's implantable cardioverter defibrillator, atrial lead and right ventricular leads were explanted. The patient was stable.